Event description:
It was reported that patient underwent a right total hip arthroplasty in 1989. Subsequently, patient was revised on (B)(6), 2014 due to migration and loosening of the cup. The modular head and acetabular cup were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Additional device info - product identification/expiration date - unknown. Date implanted - 1989. Manufacture date ¿ unknown.